Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left untreated could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2009 and performed to specification up to (B)(6) 2010. Between (B)(6) 2010 the device logs failed self-tests due to a low battery. During these tests the information obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius/ 32f to 122f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2010 and (B)(6) investigation did not confirm a fault with the device or any component in the device. Although in this event there was no fault measured on the membrane it is probable that damge has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The returned pad-pak's from lot a1243 were found to have been fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.